Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had trouble recharging the scs ipg and intermittent loss of communication with the ipg. The replacement charger was unable recharge the ipg. Patient reportedly lost stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.